Event description:
Reporting status: death. Reporting rationale: snaring of dislodged stent; subsequent death. Device issue: stent dislodgement. It was reported that the procedure was to treat severely calcified lesions in the distal and proxima; left anterior descending (lad). The patient arrived in the cath lab in cardiogenic shock. The lad was dilated with another company's balloon at which time a perforation occurred in the distal lad. The same balloon was used to partially seal the perforation, and then the graftmaster was advanced, but was unable to cross. As the graftmaster was withdrawn, the stent dislodged in the proximal lad. A snare was used to successfully remove the stent. Another graftmaster, same size, was deployed to seal the perforation. Two additional stents (vision and another company's stent) were implanted in the proximal lad to complete the procedure. The patient expired several hours later. No additional event or patient information is available. The coronary des/bms task force suggested to consider the delay of procedure, due to the dislodged stent, possibly contributing to the patient's death.